Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving intrathecal dilaudid (hydromorphone) and baclofen (unknown) via an implantable pump for non-malignant pain. The hcp reported that the patient arrived in the hospital yesterday with symptoms of over sedation. The hcp would like a local representative (rep) to come to come out to possibly turn off the pump. The hcp stated patient was currently on a narcan drip. Technical services documented information and transferred call to national answering service (nas), no further issues stated at this time.